Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that a fresenius 2008t hemodialysis (hd) machine was failing the diasafe test. The machine was reportedly pulled for a semi-annual preventive maintenance (pm) check. First, the biomed tried replacing the sensor board. The only spare sensor board that could be found was from a 2008k hd machine. When the sensor board was installed, the biomed reported smelling smoke. They also noticed a burn spot on the motherboard. The biomed subsequently replaced the mother board, the sensor board, the ui/mics board, and the 24 volt cable from the power supply to the motherboard. All replacement parts were new, ordered from fresenius. After installing the new parts and calibrating the machine, the system passed all tests except for the diasafe filter test. After further discussion with ts, the biomed replaced the diasafe assembly and valve 28 using parts from a machine that had passed the diasafe test. It was reported that the unit taken out of this machine passed the diasafe test in another machine. Although multiple follow-up attempts have been performed, to date a resolution has not been obtained. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Additional information: b5 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The biomed called back ts for more troubleshooting assistance. Additional information was obtained through follow-up with the biomed. The biomed stated when the machine was first plugged in for testing, a spark was immediately observed from the motherboard, followed by smoke, and a burn spot surrounded by soot was noted on the motherboard. The biomed stated no actual fire was observed. The biomed confirmed the machine had remained out of service since the initial reporting of this event back in november of 2022. The biomed said the replacement parts they ordered were on backorder. The biomed received the parts recently and was finally able to work on the machine. The machine passed all the self-tests but was still failing the diasafe filter test after following the suggestions of ts and replacing all recommended components other than the distribution board. The biomed stated the machine remains out of service pending replacement of the distribution board, which will be ordered this month during their next order. The biomed stated no additional assistance was needed at this time and said they would contact ts should they need further assistance.

Event description:
The biomed called back ts for more troubleshooting assistance. Additional information was obtained through follow-up with the biomed. The biomed stated when the machine was first plugged in for testing, a spark was immediately observed from the motherboard, followed by smoke, and a burn spot surrounded by soot was noted on the motherboard. The biomed stated no actual fire was observed. The biomed confirmed the machine had remained out of service since the initial reporting of this event back in november of 2022. The biomed said the replacement parts they ordered were on backorder. The biomed received the parts recently and was finally able to work on the machine. The machine passed all the self-tests but was still failing the diasafe filter test after following the suggestions of ts and replacing all recommended components other than the distribution board. The biomed stated the machine remains out of service pending replacement of the distribution board, which will be ordered this month during their next order. The biomed stated no additional assistance was needed at this time and said they would contact ts should they need further assistance.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.